Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was found dislodged. The physician elected to remove and replace the rv lead on (B)(6) 2023. The patient was in stable condition throughout.